Event description:
A patient reported experiencing inaccurate low results with their meter. The patient's blood glucose results were 145 compared to lab's 245 mg/dl. Patient reported "blood from the vein was used for pt's meter and the lab test". Tests were done within 10 minutes with a difference of 34%. Patient did not experience any adverse events. No further information has been reported.